Event description:
Patient's mother reported air bubbles in the infusion set; was able to prime them out but they later reoccurred. Mother stated patient experienced an elevated blood glucose level of 32 mmol/l at 6:30 am; an ambulance was called and patient was admitted to the hospital. Mother reported patient was treated with an insulin drip and discharged later at 10:30 am. Mother stated patient's blood glucose level began rising again; switched to back up plan after getting new insulin. Requested return of the alleged pump, infusion set, cannula, and cartridge for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.